Event description:
Adverse event(s): "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem(s): "system shut down" (loss of power). A nurse reported the system shut down completely during the case. There were no system messages given. The system was rebooted and the case was completed. The customer noted the eye went soft, but the surgeon was able to reinfuse the eye and complete the case.

Manufacturer narrative:
No samples were returned for eval. The customer was able to reboot the system and complete the surgery. No system message was noticed. The territory mgr examined the system and was unable to duplicate the customer reported event. There was no system message in the event log. The system was checked per stp and was found to meet company specs. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. When the system shuts down, per the risk mgmt report, the system shuts down in a safe state. A safe state is defined as irrigation off, infusion on 30 mmhg, primary/secondary aspiration off, u/s off, vit cutter off and open port, pneumatic handle off, laser off, vfc off, agf off, lpas off. The operators manual also states that if a system message occurs or the system shuts down, it does so in a safe state as defined above. The event log was not received at the itc from the facility for review regarding this report of automatic shutdown. It was also noted in the medwatch form that the system continued to irrigate fluid after the automatic shutdown, however, when restarted irrigation stopped and it would not allow the customer to go into the surgery mode without re-priming the cassette. As stated above, the system infuses at 30 mmhg when the console shuts down as part of the designed safe state. This allows the surgeon time to stabilize the eye prior to the restart of the console. Per the operators manual, recovery from an unexpected reset or stop sign during a case walks the user through the process to get the system ready to continue the case. Step 7 within this section states to "press the prime button and allow the system to prime." The system, by stopping infusion upon entering the set-up screen and then requiring the user to re-prime their system, is part of the intended design of the system and the unit functioned as appropriate. It is unk why the eye went soft without add'l info as per the medwatch form, the system continued to irrigate fluid after the console shut down. There was no sample returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).